Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not powering up. The field service engineer reseated all the connections and tested network cables between aio and replaced the communication sled to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system the device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.